Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively after cannulation, there was a leakage. Recannulation of a replacement tube was required.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed, and it was noticed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe. No reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.